Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a new implant, it was discovered that the atrial lead dislodged and had fallen into the ventricle. The lead was explanted and replaced the following day. The patient was stable. There was no patient consequences. The patient's condition was stable before, during and after the procedure.